Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that low laser energy with the system. No patient harm was reported. Additional information has been requested.

Event description:
Additional information received clarified that the customer used a resterilized input, so the problem was not inherent to the equipment. The equipment had no faults.

Manufacturer narrative:
Corrected information is provided in b.2, d.1, d.2, d.4, d.11 and g.5. Additional information is provided in b.5 and h.5. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).